Event description:
It was reported that the client could not "find" the patient in the application network. Further investigation by technical services indicates that the patient's monitor is active, enabled and paired to the device. The network provides no results when searching by name or serial number. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the client could not "find" the patient in the application network. Further investigation by technical services indicates that the patient's monitor is active, enabled and paired to the device. The network provides no results when searching by name or serial number. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results. The change is reflected in this report.